Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the valve operator for the pilot valve had a worn poppet. Additional malfunctions include the tie wraps were leaking.